Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2023.

Event description:
Per the clinic, the device was explanted on april 24, 2023, due to an infection (non-device related). There are no plans to reimplant the patient with a new device as of the date of this report.